Event description:
(B)(4). Same patient as: 2134265-2012-04062, 2134265-2012-03755. It was reported that post a coronary stenting treatment procedure, the patient required coronary artery bypass grafting (CABG). In (B)(6) 2008, the patient presented with silent ischemia and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with predilation and placement of a 2.75 x 20 mm taxus stent. Residual stenosis was 0%. In addition, a non-target lesion located in the mid right coronary artery (rca) with 70% stenosis was treated with predilation and placement of a 3.5x28mm taxus express stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with history of positive stress test and cardiac catheterization was recommended. The patient returned for CABG and was hospitalized on the same day. In (B)(6) 2012, the patient underwent cabgx3 with left internal mammary artery (lima) to lad, saphenous vein graft (svg) to right posterior descending artery, and svg to distal left circumflex (cx). In (B)(6) 2012, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).